Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune symptoms. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female patient underwent a primary breast augmentation with unspecified mentor saline implants and experienced anxiety, fatigue, joint pain, insomnia, brain fog, difficulty concentrating, memory loss, limb numbness, tingling in arms, tingling in legs, vertigo, muscle weakness, temperature intolerance, sensitivity to light, hair loss, dry skin, dry hair, recurrent illness, candida yeast infection, skin rashes and lesions, visual disturbances, choking feeling, ringing in ears, headaches, depression, bipolar disorder, sharp pain in breast, weight gain, food intolerance, swollen lymph nodes, chronic fatigue symptoms, fibro myalgia symptoms, inflammation, heart palpitations, shortness of breath, and night sweats. The patient alleged they had undergone blood testing that may show lupus. As a result, the patient underwent explantation on (B)(6) 2019. This report is for the right side device.